Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Carefusion docked the unit onto a known good ptdc with a known good lung and known good circuit connected. The unit powered on and boot up with no abnormalities, however, the unit failed 65.3 hours of extended bench testing for the alarm of "hardware fault 21". Bench testing revealed a malfunctioning pc5 ultra capacitor located on the hybrid board is out of spec. Carefusion performed a visual inspection and found that the pc5 ultra capacitor located on c909 had leaked electrolytes onto the adjacent circuitry. The leak of electrolytes was confine only to the hybrid board. Carefusion replaced the hybrid board to correct the reported issue.

Event description:
It was reported to carefusion that the unit is having hw fault 21 errors on the ventilator. While in service, it was discovered that the unit was leaking electrolytes. This reported issue was discovered while in service, therefore there was no patient involvement.